Event description:
It was reported while using bd phoenix panel nmic-306, there was a false resistant result for ertapenem. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this complaint is for false resistance with ertapenem (etp) and meropenem (mem) with escherichia coli and klebsiella pneumoniae when using phoenix panel nmic-306 (449292) batch numbers 2285399 and 2291620. The customer returned phoenix generated lab reports, binary files and isolates but did not return panels for the investigation. The phoenix generated lab reports show resistant results for e. Coli and k. Pneumoniae in patient samples. The customer returned five (5) isolates and were labeled as ma-1, ma-2, ma-3, ma-4, and ma-5. Customer returned isolate ma-5 showed mixed morphology and was isolated further for additional investigation testing. Isolate ma-5 was resubbed into two colonies, one with white colonies and one with clear, and then ran separately on a bruker maldi for identification results. Both colonies identified as k. Pneumoniae on the bruker maldi. To investigate, one (1) retention panel each of batch 2291620 were tested with customer returned isolates ma-1, ma-2, ma-3, ma-4, and ma-5 of the white colonies and also ma-5 of the clear colonies then placed in a phoenix m50 to evaluate for etp and mem mic results. For a total of six (6) panels tested from complaint batch 2291620. Additionally, one (1) retention panel each of batch 2285399 were tested with customer returned isolate ma-1, ma-2, ma-3 and ma-4 then placed in a phoenix m50 to evaluate for etp and mem mic results. For a total of four (4) panels tested for batch 2285399. A total of ten (10) panels were tested for the investigation. Customer isolate ma-1, ma-2, ma-4, and ma-5 (white colonies) and ma-5 (clear colonies) returned etp mic results of less than or equal to 0.25, and mem mic results of less than or equal to 0.5 for batch 2291620, which are expected breakpoints for susceptibility. Customer isolate ma-1, ma-2 and ma-4 returned etp mic results of less than or equal to 0.25, and mem mic results of less than or equal to 0.5 for batch 2285399, which are expected breakpoints for susceptibility. Customer isolate ma-5 was not tested on batch 2285399 as it was considered a mixed isolate and not used for further investigation. Isolate ma-3 returned an etp mic result of >2 which is resistant, and mem mic result of less than or equal to 0.5 on both panel batches. Further investigation of customer isolate ma-3 was performed with four panels from the complaint batch 2291620 and etp sensi-disc diffusion to evaluate for etp mic results. Additionally, two (2) control panels from phoenix panel nmic-306 but a different batch were also tested with customer returned isolate ma-3 and evaluated in a phoenix m50 for mic results. Results of the additional investigational testing on isolate ma-3 showed all four (4) panels tested from complaint batch 2291620 with resistant values at >2 mic, and two (2) control panels with resistant values at >2 mic for isolate ma-3. Furthermore, disc diffusion results show a 15mm zone around the sensi-disc, which confirms organism resistance to etp. Therefore, this complaint is not confirmed for either of the complaint batches. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed two (2) additional complaints on complaint batch 2291620, one (1) of which is related to this defect. Neither of the additional complaints have been confirmed. A review of complaints revealed three (3) additional complaints on complaint batch 2285399, one (1) of which is related to this defect. None of the additional complaints have been confirmed. Complaint trending was performed and no trends were identified associated with this defect (false resistance). Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.